Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's doctor reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 162 mg/dl. The customer's doctor stated that the customer had an MRI with the pump attached and now has a motor error. The doctor stated that she can hear the pump trying to rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.